Manufacturer narrative:
(B)(4). F/u report will be filed if additional information becomes available.

Event description:
It was reported that when accessed via closed system, air was freely aspirated from the line that was placed in the pt's right arm in the post anesthesia care unit. The pt was a 70 year old male outpatient and had come to the hospital for review. The white lumen was reviewed and noted to be empty of fluid. No limit of air aspirated from the long line clamped below (catheter side) of bifurcation, air was freely obtained. The catheter was looked at closely and a split was seen in the clear lumen of the proximal lumen. Peripherally inserted central catheter (PICC) clamped on catheter and removed. There was a six hour delay reported as a result of this occurrence however, there was no death or complications to the pt.